Event description:
End user reports he had uti last week while using hm14c catheters, qty unknown, from 1 mu box lot # 220510-2. He stated "he is getting up so often at night because he has had to drink a lot of water to flush out a recent uti and just briefly prior to that a h. Pylori infection. For his h. Pylori infection and was treated with pantoprazole, metronidazole and tetracycline as well as had to undergo endoscopy/colonoscopy. These meds also made him feel sick he said. He was at his gi doctor last friday on (B)(6) 2022 and at that check up and mentioned he had cloudy urine and his urine smelled bad. He was ordered a urine test and it was positive for uti and he is currently taking 10 day course of nitrofurantoin and he is on day 5 today but is feeling much better now. That sunday on (B)(6) 2022 he even mentioned he had a fever and thought it was from his uti. He said he washes his hands prior to cathing but doesn't always wash well or use soap." End user was advised on proper hand washing technique to prevent uti. He states he "does use the no touch sleeve and cleans meatus with antibiotic wipes prior to cathing as well as takes care to keep the catheter sterile prior to insertion. He has no history of kidney stones/ bladder stones and not recently constipated but said he did suffer from constipation in the past and had to take prunes/ laxatives in winters when he didn't eat much fruit. He also makes sure to fully drain his bladder when he caths. He has been cathing for 1.5 years for retention from bph and had a procedure on his prostate to reduce his prostate size years ago and a smaller procedure more recently. He caths 4-5 x a day." End user said he doesn't think the catheters are contributing to him getting utis as they work very well for him and don't cause him discomfort. He said prior to cathing he never got utis and his last uti was maybe about 5 -7 months ago.

Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).